Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient came to the clinic on (B)(6) 2021 for driveline pain. A computed tomography (CT) scan of the chest, abdomen, and pelvis was ordered. The patient returned to the clinic on (B)(6) 2021. The CT showed inflammatory changes and subcutaneous tissues overlying the patient's driveline. The patient was evaluated by the surgical team and it was decided to proceed with a driveline debridement. The patient was admitted on (B)(6) 2021 for their driveline debridement; the patient's culture from the operating room (or) came back positive for both staphylococcus aureus and corynebacterium. Infectious disease specialist decided to discharge the patient on vancomycin 1,250 mg intravenously daily on (B)(6) 2021.